Manufacturer narrative:
Initial report sent to FDA on 02/29/2008.

Event description:
Procedure: ventral hernia repair. According to the reporter: the original procedure date was 2007. Re-op date: 2008. After seeing the patient, the surgeon indicated the patient had acute abdominal pressure where the mesh had been placed during the original procedure. The patient was seen by the surgeon sometime between 2007 and 2008, and the surgeon stated patient had to be brought back to the hospital for a re-op. Re-op occurred on the same month. The surgeon found the mesh had torn in the middle but the outer perimeter of the mesh was still sutured. Another mesh product was used for the re-op. Patient's condition is unk at this time.